Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a motor rate error in the event history log (ehl). The error was reproduced during functional testing. The customer reported product problem was therefore confirmed. The issue occurred because one of the screws for the stepper motor, which was originally attached to motor mount, was missing. There was also another screw which was loose. Ultimately these issues were attributed to incorrect assembly by the end user. A user interface issue was therefore established as the root cause. The missing motor mount screw and nut were installed. The entire motor assembly was also replaced as a preventative measure.

Event description:
It was reported that the medfusion pump exhibited a motor rate error message. There was no patient involvement.